Manufacturer narrative:
One unopened package rpn ufh-628-rt1 with label lot 7113686 was received with tether intact. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that prior to patient contact, the stent was being prepared for use when the tethers snapped off. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.